Manufacturer narrative:
(B)(4).

Manufacturer narrative:
This report is filed (B)(4) 2012.

Event description:
Per the clinic, the patient experienced a sudden decrease in performance with device use. It was determined that the patient developed an infection with a cholesteatoma. The device was explanted (B)(6) 2011 and the patient was implanted on the contralateral side during the same surgery. The patient was reimplanted on (B)(6) 2011.